Event description:
It was reported that the customer was hospitalized due to high blood glucose of 525mg/dl. The symptoms leading to his admission was nausea and vomiting. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and the insulin did exit. The high pressure test could not be performed as customer did not have the tubing clamp available at time of call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.